Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she fell in water with pump on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.